Event description:
In the initial surgery performed on (B)(6) 2016, screws were implanted for adult spinal deformity disease. The revision surgery performed on (B)(6) 2018 was carried out against loosening of l6 and s1 of screws. Screws were replaced.

Manufacturer narrative:
The reported event was confirmed via communication with the sales representative. No lot number was provided so manufacturing record review could not be performed. Initial surgery was performed on (B)(6) 2016 and screw loosening was reported on (B)(6) 2018. Based on information provided the most likely root cause of the reported event is too much load on the implant overtime what could result in screw purchase compromise. Additional contributing factors could be poor bone quality, patient pathology or excessive post-op activity level.

Event description:
In the initial surgery performed on (B)(6) 2016, screws were implanted for adult spinal deformity disease. The revision surgery performed on (B)(6) 2018 was carried out against loosening of l6 and s1 of screws. Screws were replaced.